Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device not recognizing an open door, which was reproduced during evaluation. The device not recognizing an open-door state was verified and found to be caused by a failed lower latch switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. There was no known patient injury or medical intervention associated with this event. No additional information is available.